Manufacturer narrative:
(B)(4): the suspect device was serviced by a carefusion certified 3rd party service technician. Conclusion: the suspect device did not react to select key operation. A carefusion certified 3rd party service technician replaced panel membrane switch, and the panel overlay ((B)(4)).

Event description:
The customer reported that the ventilator "does not react to the select key operation". This did not occur during patient use.